Manufacturer narrative:
Additional information was received for this case. It was confirmed that the previously reported secondary endovascular procedure where an additional stent was implanted did not take place and no new ulp was seen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured thoracic aneurysm and a 20mm length thoracic aortic dissection. The proximal neck was 20mm and it was 32mm in diameter proximally and 30mm distally. Due to the emergency nature of the procedure, the proximal end of the stent graft was placed in the dissection area instead of a healthy part of the blood vessel in order to suppress only the dissection entry and the procedure was completed at this time. It was reported that a CT was performed and showed there was a dissection entry point that was recreated near the proximal edge of the stent. An intervention was required for an entry point that was recreated near the proximal edge of the stent graft. After axillo-axillary bypass was done, an additional valiant stent graft was implanted in zone 2. The dissection entry which originated from near the proximal edge of the stent graft was closed successfully. No additional clinical sequelae were reported.

Manufacturer narrative:
The stent graft was positioned proximally ~2 cm caudal to the lsa, and extended distally across the arch and into the proximal portion of the descending thoracic. The flow lumen diameter near the level of the lsa measured ~30 mm. The stent graft proximal od measured ~31 mm (transverse) x 26 mm (sagittal) , near the stent graft mid-length was 31 x 30 mm, and at the distal margin measured 29 x 28 mm. Outside the proximal 1 ¿ 2 cm length of the stent graft, primarily along the superior side, a flow disturbance (false lumen perfusion) and a possible dissection was seen. Approximately 6 cm distal to the stent graft, a dissection was also observed within the descending thoracic extending distally to the level of the celiac artery. The maximum diameter taa at this level measured 48 mm and no endoleak was observed. The flow lumen diameter near the level of the sma measured 24 mm. The stent graft was patent, and no stent graft kinks or areas of compression was observed. The cause of the dissection post-implant could not be determined from the films provided. The pre-implant CT¿s and films during implant were not available for review, and a complete assessment of the pre-implant dissection could not be performed. Analysis of the returned films did not reveal any obvious stent graft characteristics that could explain the observed event. CT¿s from 6 weeks post-implant revealed that a single closed web distal main device was implanted in the patient¿s thoracic aorta. The stent graft was positioned proximally ~2 cm caudal to the lsa, and extended distally across the arch and into the proximal portion of the descending thoracic. Outside the proximal 1 ¿ 2 cm length of the stent graft, primarily along the superior side, a flow disturbance (false lumen perfusion) and a possible dissection was seen. Approximately 6 cm distal to the stent graft, a dissection was also observed within the descending thoracic extending distally to the level of the celiac artery. The maximum diameter taa at this level measured 48 mm and no endoleak was observed. The stent graft was patent, and no stent graft kinks or areas of compression was observed. No other stent graft issues were observed. It is possible that the patient¿s pre-existing condition, implanting into the pre-existing dissection, may have contributed to return of the dissection. Films during and post-intervention which reportedly closed the entry tear were not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case: approximately one year post the index procedure a secondary endovascular procedure was performed where an additional stent was implanted for a ulp (ulcer like projection) identified in the proximal area. If information is provided in the future, a supplemental report will be issued.